Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-specific malfunction was observed on the lead. A lead revision surgery was performed.

Event description:
New information notes that prior to the lead revision, externalized conductors were observed. There were no complications during the procedure.